Manufacturer narrative:
Device evaluation: upon evaluation of heartmate ii lvas, , the presence of pump thrombosis was confirmed. A direct correlation between the heartmate ii lvas and the report of elevated ldh could not be conclusively established. The pump was returned assembled with the driveline cut approximately 0.75¿ from the pump housing, and the distal portion of driveline was returned in two segments measuring approximately 15¿ and 23¿ with controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not returned. The sealed outflow graft was returned detached from the outflow elbow. The outflow graft bend relief hardware and outflow graft bend relief collar were returned unconnected. The outflow elbow was returned attached to the pump outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, a red thrombus formation was found along the inlet stator as well as at the inlet section of the rotor, just distal to the bearing ball. Neither thrombi revealed any evidence of denaturation or laminated layering. The structure of the thrombus formations suggested that they did not originate on the inlet stator or at the inlet section of the rotor; however, their specific origin could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Additionally, a correlation between these depositions and the report of elevated ldh could not be conclusively established due to the small size of the depositions and their minimal occlusion of the blood-flow pathway. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. Incidental finding: investigation of the returned hmii, confirmed silicone adhered to the inside of the hmii pump housing (see ¿initial product observations¿). The relevant sections of the device history records for pump (documents 205286, 202837, and 203546) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2018 via customer order 7006926875. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document 10006960, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists hemolysis as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. This section (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly (document 10006533, rev. B) describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. The relevant sections of the device history records for pump(documents 205286, 202837, and 203546) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018 via customer order 7006926875. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with signs and symptoms of hemolysis as evidenced by dark tea/ black colored urine, elevated lactate dehydrogenase (ldh) of 1500 u/l. Patient underwent pump exchange for suspected thrombus.